Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that following a spaceoar device and transperineal fiducial marker placement under local anesthesia, during a follow-up computerized tomography (CT) scan, the physician observed rectal wall infiltration in the outermost layer of the rectal wall. Further review of the images revealed that almost all of the hydrogel was located beneath this outermost layer. A thick layer of muscularis propria was observed under almost all of the hydrogel, and there were no concerns about the hydrogel approaching the rectal lumen. The decision was to wait for 4 weeks to perform a flexible sigmoidoscopy and then determine whether to proceed with radiation. The patient did not experience symptoms

Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that following a spaceoar device and transperineal fiducial marker placement under local anesthesia, during a follow-up computerized tomography (CT) scan, the physician observed rectal wall infiltration in the outermost layer of the rectal wall. Further review of the images revealed that almost all of the hydrogel was located beneath this outermost layer. A thick layer of muscularis propria was observed under almost all of the hydrogel, and there were no concerns about the hydrogel approaching the rectal lumen. The decision was to wait for 4 weeks to perform a flexible sigmoidoscopy and then determine whether to proceed with radiation. The patient did not experience symptoms.